Event description:
It was reported to philips that the system was unable to perform imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occurred and the procedure was completed by moving patients to another room by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to perform imaging. Upon troubleshooting the fse found that they found faulty ps fd unit and flashlight. To resolve the issue, the fse replaced ps fd unit and flashlight. The defective fd unit and flashlight was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order the codes were updated based on the investigation outcome.